Event description:
This is a spontaneous report by a nurse from the USA of fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that the patient developed fungal peritonitis (date of onset not reported). On (B)(6) 2010, the patient was hospitalized for the fungal peritonitis.treatment for the fungal peritonitis was not reported. It was not reported whether pd therapy was ongoing. The patient was recovering from the fungal peritonitis at the time of reporting.

Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown the sample was not requested.